Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with this event.

Manufacturer narrative:
The field service engineer (fse) of olympus medical systems (B)(4) checked the subject device on-site and found that the reported phenomenon was duplicated, and also found that the front panel led lit up continuously. The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that after the monitor turned pink, the reported image issue (the endoscopic image of the subject device was not displayed) duplicated intermittently due to the failure of the printed circuit board (cp board), and also found that the reported continuous lighting up of the front panel led was not duplicated. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (no image and continuous front panel lighting) were could not be conclusively determined. However, based upon the information from omsi, omsc surmised that the no image was caused by the failure of the printed circuit board (cp board), but the exact cause of this printed circuit board failure could not be identified. In addition, it was not possible to identify whether the continuous front panel lighting was caused by the malfunction of the subject device. If additional information is received, this report will be supplemented.